Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The trunk cable was pulled from the strain relief, causing the pulse wire heat shrink to be pulled off in the distribution node, which caused the pulse wires to short together. The root cause for the failure was the shorted pulse wires. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt was causing adjust belt messages.